Event description:
It was reported that the patient underwent hip revision due to dislocation hours after initial procedure, as the cup needed to be repositioned. It was reported that no further information is available.

Manufacturer narrative:
Cmp- (B)(4). G2: foreign: canada. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00234 and 0001822565-2023-00235. Visual examination of the provided picture identified the shell and locking ring were explanted and covered in bio-debris. The locking ring appears fractured. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event for the cup. Head and liner remain unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.